Event description:
After submission of the initial MDR, product was received on 9/18/2025, and it was determined this complaint is not reportable per corpft-140202.

Manufacturer narrative:
(B)(4). 3004753838-2025-278688 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the upper leg which is off label usage of the device, on (B)(6) 2025. Product has been received, but the investigation is being reviewed. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).